Event description:
Approx one month ago the pt had an impact with another person. The coil was defect but the implant was still working. However, 10 days ago it was reported that the implant stopped working.